Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced fatigue, loss of appetite, night sweats, shortness of breath and fever. The patient was hospitalized and a physician determined the reported symptoms were likely related to the patient's chronic kidney disease. Nevertheless, blood cultures revealed the patient suffered an enterococcus infection. As result, antimicrobial treatment and antibiotics were prescribed. This right ventricular (rv) lead was part of the implanted system at the time of the infection. The device remains in service. There were no additional adverse effects reported.